Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further testing. The caller stated no further testing was performed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement greater than 125 ohms. No adverse patient effects were reported.